Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was found unconscious and was brought to the emergency room. Investigation revealed high, out of range impedance measurements on the right ventricular (rv) lead in unipolar and bipolar configuration. Additionally, there was no capture in unipolar or bipolar configuration. The last daily measurements were captured the day prior to this event and all measurements were appropriate. Therefore, it was suspected the rv lead was fractured which was confirmed by x-ray. Surgical intervention was performed and the lead was surgically abandoned. No additional adverse patient effects were reported.